Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and to fix the issue he replaced the batteries and performed full functional and safety tests per factory specifications. The unit passed all tests performed and was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a short battery run time while walking the patient. A low battery indication alarm and the nurse took the patient back to their room and plugged the device in. After the patient was done with the iabp they told biomed and the repair process started. There was no was no patient harm reported.